Event description:
Event description guidant received information that threshold testing revealed that this lead could not capture, despite maximum pacing outputs. It was noted that no adverse patient effects have been observed, however, as the patient is 100% sensed currently.